Event description:
Caller reported an unexpected increase in battery charge percentage in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer technical support provided guidance on managing battery changes and informed the caller about a software update that resolves this issue, offering instructions on how to perform the update. They educated the caller on best practices for battery management and advised them to monitor the system and call back if the issue continues.